Manufacturer narrative:
Method: instrument logs were evaluated as part of the complaint investigation process. Results: leaking retort wax valve. Significant software problem detected by the instrument. The recovery action instituted by the instrument involves shut down and re-start of the instrument. The user failed to follow the instructions displayed for the error code generated by the mechanical problem with the leaking retort wax valve, which specifically instructs the user not to use the instrument. Conclusions: the investigation determined that the root cause of the sub-optimal tissue processing reported was the co-incidence of the following events: leaking retort a wax valve. Computer software problem. Failure by the user to follow the instructions displayed for the error code generated by the leaking retort wax valve.

Event description:
On (B)(6) 2011, leica microsystems received a complaint from the (B)(6) hospital regarding sub-optimal tissue processing from two (2) protocols run on (B)(6) 2011, using peloris tissue processor serial number (B)(6). Additional info was received by leica microsystems on (B)(6) 2011 stating that three (3) pts required re-biopsy as a consequence of the sub-optimal tissue processing.